Manufacturer narrative:
The rv lead will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Initial analysis found that the rate/sense conductor coil was completely fractured approximately between 218 and 240 millimeters from the lead's terminal pin. The fracture area was located near the distal end of the suture sleeve tie down site. Due to this damage, routine mechanical and electrical testing was unable to be performed. The lead was then sent for more detailed analysis to determine the fracture type and its root cause. Regions of fatigue and overload were observed on the fracture surface area, indicative of repetitive stress over time. Based on the analysis results, relative motion between the suture sleeve and an anatomical feature resulted in the lead to fracture due to fatigue.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with noise oversensing on the ventricular channel that resulted in the delivery of inappropriate shocks. In addition, there was a sharp decrease in sensing and an increase in pacing impedance measurements to above 2,000 ohms. An x-ray was taken and confirmed that this rv lead was fractured in the subclavian area. No adverse patient effects were reported. A lead revision was performed and this lead was successfully replaced. Visual inspection of the explanted lead noted that the lead body damage was around the suture sleeve.

Event description:
The rv lead was returned and analyzed.